Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8274826. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200782349] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9084972. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200816039] noted that did not pertain to the complaint.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: material no. 324911 batch no. 8274826 & 9084972. It was reported that there is a brownish liquid inside the syringe. Verbatim: issue(s): foreign matter inside the syringe like a brownish liquid. Can see before taking syringe out of bag and on two boxes maybe total of 4-6 syringes.

Manufacturer narrative:
H.6. Investigation: customer returned (10) 1/2ccm 6mm, 31g syringes in a sealed poly bag from lot # 8274826 and (10) 1/2ccm 6mm, 31g syringes in an open poly bag from lot # 9084972. Customer states that there is a brownish liquid inside the syringe. All returned syringes were examined and no foreign matter was observed in or on any of the syringes. A review of the device history record was completed for batch# 8274826. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200782349] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9084972. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200816039] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: material no. 324911 batch no. 8274826 & 9084972. It was reported that there is a brownish liquid inside the syringe. Verbatim: issue(s): foreign matter inside the syringe like a brownish liquid. Can see before taking syringe out of bag and on two boxes maybe total of 4-6 syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8274826, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-01. Medical device lot #: 9084972, medical device expiration date: 2024-04-30, device manufacture date: 2019-03-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe with bd ultra-fine 6mm needle had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: material no. 324911 batch no. 8274826 & 9084972 it was reported that there is a brownish liquid inside the syringe. Verbatim: issue(s): foreign matter inside the syringe like a brownish liquid. Can see before taking syringe out of bag and on two boxes maybe total of 4-6 syringes.